Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID m943899a lot# serial# unknown implanted: explanted: product type accessory this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their ins is getting hot and that the recharger (rtm) cord relay box also heats up while recharging implant (ins). Pt stopped recharging the ins and stated that the ins was uncomfortably warm in their body; pt stated that the ins was not hot or burning them however. Pt commented that they are only 84-90 pounds and the recharging paddle is too large and is uncomfortable. Pt says that when recharging ins they have a hard time, such as, while sitting in a chair they have to lean forward because of the size of the antenna. Pt stated they had reached out to a manufacturer representative (rep) today about the issue and was redirected to the manufacturer. Pt also inquired about a smaller sized recharging belt. Pt said they had the belt adjusted as tight as it would go but is still loose. Reviewed that belt was a universal size (one size fits all). When asked for the event date, pt stated that their stimulation was set to 2.3-2.5 and that the ins was not even charging for a full 24 hours; pt confirmed that the ins battery was depleting within 24 hours; pt noted that they always had their stimulation turned on; it was reviewed with the pt that the ins battery longevity between charges was dependent on therapy settings/usage. When asked for the event date again, pt stated that it was when maybe they took their s timulation over 1.8 or something. Pt then stated that they didn't know when the event date was and that it was maybe the last month. An email was sent to the repair department to replace the rtm. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient added that the heating issue is a little bit better. Doing some more research, patient found that the faster you want to charge the battery the hotter it gets. Patient now charges slowly, and it is better. Pt. Weight at the time of the event was 90 lbs. Patient added that she is very small in stature. The charger belt doesn't fit her regardless of how tight she ties it. Pt suggested mdt makes belts that can fit smaller body types too.